Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that o2 was not flowing through the external manifold when it was applied at the back of the device and appeared to be defective. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that the external o2 manifold was defective; the o2 was not flowing through the external manifold when it was applied at the back of the device. The rse provided the bme with the part number of the o2 transport kit for repair upon request. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) reported to the remote service engineer (rse) that the external o2 manifold was defective-- the o2 was not flowing through the external manifold when it was applied at the back of the device. The rse provided the bme with the part number of the o2 transport kit for repair upon request. Per good faith effort (gfe) response, the bme confirmed that the o2 manifold had a leak, replaced the o2 transport kit, and verified that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.